Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their desktop charger connection pin tip was a little bent; they noticed a couple days ago their recharger wasn't taking a charge when plugged to the desktop charger. Patient stated that they had the charger plugged in for 12 hours the other day and the battery on the charger did not go up at all. Patient stated they had been able to successfully charge their implantable neurostimulator (ins) recently. A request was sent to the repair department to replace the desktop charging cord.